Event description:
It was reported to vyaire medical that the bellavista1000 us ventilator had alarm tf 400 (inspiration valve or device leaky). No patient involvement.

Manufacturer narrative:
Vyaire medical file identification: (B)(4) . H10: the suspect device has not been return for investigation. Log review found tf 400, 316 (blower failure) and insp valve test failure 6. Recommended new insp valve. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Root cause was determined due to insp block - inspiration valve nt. Inspiration block got replaced and issue resolved.